Event description:
Dealer stated that the cap of portable concentrator was allegedly broken and tip of car charger melted. Dealer replaced car charger with another and allegedly no further issues. No injury is alleged.

Manufacturer narrative:
No RMA has been initiated. Model xpo140 serial number/date code is na. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumers age, height and weight are unknown. The consumers technique while using the device is unknown.